Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 5-10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications and the patient was in good condition.